Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple altitude alarms. Customer reported an elevated blood glucose (bg) level of 450 (mg/dl). Customer was able to dismiss alarm after approximately 30 minutes and resume insulin delivery.